Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 322 which was not reproduced but confirmed during a review of the device event history log. Evaluation found the lower hook gap to be out of specification. The device was re-calibrated to correct this condition.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.